Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case on front lower left corner is chipped. Customer?s biomed mode issue was not duplicated. Physical damage was visually verified. The root cause of the biomed mode issue was determined to have been caused by chemical use as a cleaning detergent and fluid ingression might have been used. Unable to determined left side damaged. However, there was system failure force sensor test in the device event history log. Actions taken to mitigate the reported issue: replaced speaker and interconnect board as preventive measure. Power up process and all the functional tests passed. UDI information is unknown.

Event description:
It was reported that left side damaged and going to biomed mode. No patient injury reported.